Event description:
Olympus was informed that during an onsite visit, the user facility staff was inconsistently reprocessing the subject device using the washing tube. The washing tube and attached subject device was connected to the scope-buddy to clean the tube and scope. However, they would also just connect the scope-buddy straight to the scope and place the washing tube in the medivator washer, and not flush detergent, water or air through the washing tube. No patient infections or injuries reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. While the specific device information is unknown, the customer's tjf-q190v duodenovideoscope is the suspected device. This report is related to MFR(s) 08259 (1/2).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record could not be reviewed, and it is not confirmed if the device was shipped in accordance with its specification as the model number of the device is unknown. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely the event occurred because the facility staff insufficiently reprocessed the device. As for proper handling, training was conducted by the endoscopy support specialist. Olympus will continue to monitor field performance for this device.